Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. Insulation damage was also noted on the lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable.